Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. The manufacturing record was reviewed and found no irregularities. According to the evaluation result from the local service department, dust was found inside the device and the socket and the reported issue was resolved with removing the dust. Therefore, omsc presumed that the reported phenomenon was due to the dust and the device had no abnormalities.

Manufacturer narrative:
The field service engineer from olympus visited the user facility and confirmed the same phenomenon. So the device was picked up for further investigation at the local service department of olympus. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the preparation for use, the user found that the front panel lights were blinking, so shifted the procedure on another system. There was no report of patient injury associated with the event.